Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device showed a "lead failure" message and failed to discharge. Complainant indicated that the clinician obtained another device and set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.